Manufacturer narrative:
(B)(4). On an unreported date, the patient's peritoneal effluent was clear, the patient¿s course of antibiotics was completed, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (2 grams every seven days, route and duration not reported) and fortum (1 gram for fourteen days, route and frequency not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.